Manufacturer narrative:
Adverse event or product problem, corrected data: the supplemental report #1 inadvertently did not check this data. However, increased seizures were reported in desc of event. Outcomes attributed to adverse event, corrected data: the supplemental report #1 inadvertently did not check this data. However, increased seizures and planned outcome were reported in desc of event.

Event description:
It was reported that high impedance was observed on the patient's device. It was reported that the physician did not program the device off after observing the high impedance. It was reported that the patient recently underwent open heart surgery and that the surgery may have damaged the lead. The patient was referred for surgery for lead replacement. No known surgical intervention have been performed to date. No additional relevant information has been received to date.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Event description:
It was reported that the cardiologist wants the patient to stay on anticoagulation medications for one to two more months. It was noted that the patient began experiencing an increase in seizures and the patient was referred for surgery. No known surgical interventions have been performed to date.